Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported through a voluntary medwatch report the sensor is 'constantly not working. One after another not connecting'. The patient stated that her dexcom cgm is supposed to be reading to her tandem t:slim pump to regulate her insulin, but because the cgm is never working, she does not receive enough insulin, and she is in ketoacidosis constantly. No symptoms or bg values were reported. She stated that there was no medical intervention as she addressed the issue on her own. Although, multiple attempts were made to follow up with the reporter, no additional information could be obtained. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5112316.

Event description:
Subsequent to the initial MDR, a voluntary MDR/medwatch report was received on 10/14/2022.